Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had to turn stimulation off to sing karaoke and sometimes when someone would walk in front of the speaker with the wireless microphone, it would "send signals to the left shoulder blade". This would almost bring him to his knees. The patient said that stimulation was off when this was happening and did not know what caused it. The patient had an MRI to check the device and there was nothing wrong with the device. He said this issue had been going on for a while. No further complications were reported/anticipated.